Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer already tried to change pump batteries, but issue persisted. Customer stated that insulin pump was dropped. Customer also stated that pump presented an open book image. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided with initial report was incorrect. The correct information has been provided in this report.

Event description:
The notes were corrected that the insulin pump did not have a critical pump error alarm with an open book image.